Event description:
The pump was received at the service facility with a vague report of it underdelivering while being used on a pt. No specific clinical info was able to be received. No pt injury was reported.